Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had multiple accounts of air bubble issues over the past 7 months, and the customer stated that she had replaced the reservoir and insulin pump a few times without resolution. The blood glucose reading was 221 mg/dl. The customer complained that every day she has to repeatedly prime the tubing to work out the air bubbles. She stated that the air had to be coming through the o-rings. No leaking and no smell of insulin was detected in the insulin pump. Reviewed the filling process of the reservoir. Explained that rewinding with a reservoir in place would create air bubbles and confirmed that the customer had not done this. Advised customer not to change the set as the current set was bubble free. Nothing further reported.